Manufacturer narrative:
(B)(4) . The evaluation and repair of the ventilator is yet to be completed.

Event description:
It was reported that, during patient use, the ventilator's lower display had a single black line. The ventilator continued to ventilate the patient. There was no harm to the patient as a result of the event.